Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2021-13110, 1627487-2021-13111,1627487-2021-13112. It was reported that the patient's system was not providing effective therapy. Reprogramming did not resolve the issue. X-ray imaging was performed, and the physician decided that surgery may occur to address the issue.

Event description:
Additional information was received that surgery occurred on (B)(6) 2021 in which the patient's sacral lead was explanted and replaced, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.